Event description:
Related manufacturer reference number: 1627487-2023-03952. It was reported the that the patient¿s anchors surfaced under the skin causing the patient irritation. As such, surgical intervention took place on (B)(6) 2023 wherein the anchors were repositioned and sutured to interspinous ligament to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the anchor site has improved and no longer bothering the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.